Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that they experienced a low blood glucose. Customer¿s low blood glucose level was 40 mg/dl. Customer¿s current blood glucose value was 63mg/dl and 80 mg/dl. Customer treated with food for low blood glucose. Customer stated that they experienced a high blood glucose and the high blood glucose value was 297 mg/dl. The product will not return for the analysis.